Event description:
It was reported that there was a confirmed motor stall, as noted in the event logs, with no motor stall recovery recorded. The motor stall occurred on (B)(6) 2010, and then a tube set message appeared on (B)(6) 2010. The motor stall occurred following a MRI. The patent experienced pain since (B)(6) 2010, and also had experienced pain two hours following the MRI. No information was provided regarding the type, concentration, or dosage of medication used in the patient's pump. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).